Event description:
As reported by the edwards field clinical specialist, a 29mm sapien 3 aortic valve was explanted after 3 years and 8 months due to calcification. An inspiris resilia surgical valve was implanted in replacement. The patient was in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated sections b5-b7, d9, and h6 clinical code and type of investigation.

Event description:
As reported by the edwards field clinical specialist, a 29mm sapien 3 aortic valve was explanted after 3 years and 8 months due to calcification. The patient had recurrent gi bleeding leading to multiple hospitalizations and multiple blood transfusions, which was ultimately settled with octreotide therapy. The patient developed severe recurrent prosthetic valve stenosis. The patient had acute-on-chronic left ventricular diastolic heart failure secondary to her recurrent aortic stenosis. The explanted valve was heavily calcified without evidence of aortic insufficiency. An inspiris resilia surgical valve was implanted in replacement. The patient was in stable condition.

Manufacturer narrative:
Updated sections h3 and h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities and the following was observed: calcification presented on leaflets. Valve frame was deformed/distorted due to explant. X-ray shows calcification presented on leaflets, and a leaflet cut piece. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was confirmed based on product returned. Available information suggests patient factors (recurrent gi bleed, hyperlipidemia, diabetes mellitus) likely contributed to the event as patient has history of recurrent gi bleed, hyperlipidemia, and diabetes mellitus. According to the technical summary, evaluation of reported complaints of calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.